Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), liver disorder ("liver is not doing well"), abdominal distension ("stomach took a crash, it swelled even more"), memory impairment ("memory issues"), headache ("severe headaches"), dyspareunia ("pain with sex") and depression ("depressed") and was found to have weight decreased ("weight lose"). The patient was treated with surgery (hysterectomy scheduled). Essure was removed in (B)(6) 2016. At the time of the report, the back pain, liver disorder, abdominal distension, memory impairment, headache, dyspareunia, depression and weight decreased outcome was unknown. The reporter considered abdominal distension, back pain, depression, dyspareunia, headache, liver disorder, memory impairment and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: memory issues, severe headaches, back pain, pain with sex, depressed, weight lose and reporter information were updated. Event medical device removal deleted and surgery added to back pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), liver disorder ("liver is not doing well"), abdominal distension ("stomach took a crash, it swelled even more"), memory impairment ("memory issues"), headache ("severe headaches"), dyspareunia ("pain with sex") and depression ("depressed") and was found to have weight decreased ("weight lose"). The patient was treated with surgery (hysterectomy scheduled). Essure was removed in (B)(6) 2016. At the time of the report, the back pain, liver disorder, abdominal distension, memory impairment, headache, dyspareunia, depression and weight decreased outcome was unknown. The reporter considered abdominal distension, back pain, depression, dyspareunia, headache, liver disorder, memory impairment and weight decreased to be related to essure. Most recent follow-up information incorporated above includes: on 14-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy scheduled to 25-jan') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced liver disorder ("liver is not doing well"), abdominal distension ("stomach took a crash, it swelled even more") and adverse event ("list of issues and medical problems"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, liver disorder, abdominal distension and adverse event outcome was unknown. The reporter considered abdominal distension, adverse event, liver disorder and medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.